Event description:
It was reported that the customer experienced a cartridge alarm 20, which required troubleshooting. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy after loading a new cartridge, as the alarm recurred. As a corrective action, a replacement pump was sent to the customer. The customer was instructed on how to put the pump into storage mode and return the faulty pump using a pre-paid label. Additionally, the customer was advised to contact their healthcare provider for backup insulin therapy.